Event description:
On (B)(6) 2012, the patient contacted animas alleging she had blood glucose reading of 500 mg/dl while having issues with the resistance within the cartridge and tubing during priming. The cartridge reportedly was changed on (B)(6) 2012. The patient claimed that after she changed the infusion set on (B)(6) 2012, she was having occlusion issues during a basal insulin delivery. The patient contacted customer service when she received her second occlusion alarm during a bolus delivery. The history showed there were 11 units of 14 units delivered. At the time of concern, the patient had elevated blood glucose reading of 500 mg/dl and had symptoms of thirst and feeling tired. There was no product misuse. The random occlusion issue was not resolved with training. The patient was advised to retest her blood glucose 1-2 hours and call back for further assistance as needed. This complaint is being reported because the patient had elevated blood glucose of 500 mg/dl and symptoms suggestive of hyperglycemia after having multiple occlusions possibly related to resistance within the cartridge.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.